Event description:
The complainant reported 28-year-old female patient was admitted in with cardiogenic shock and cardiomyopathy. The patient was attempted to be placed on impella cp and ECMO support. However, in the cath lab, prior to the percutaneous coronary intervention, the pump had optical signal issues and was therefore replaced with a new impella cp. Support proceeded without harm or injury.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, ¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. E.1 added facility name as it was inadvertently omitted from the initial manufacturer device report number. G.1 revised reporting contact email since the initial manufacturer device report number was submitted in accordance with updated procedures. H.6 code 4114 was reported incorrectly on the initial manufacturer device report number. A new code was added to health effect - clinical code. Due to the device being discarded, investigation findings and investigation conclusions codes were revised. H.10 revised additional manufacturer narrative since the initial manufacturer device report number was submitted due to the device being discarded.